Manufacturer narrative:
An event of arrhythmia and bleeding from the left femoral access site were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2135147-2021-00216. It was reported that on (B)(6) 2020, a 25mm amplatzer pfo occluder was selected for implant. During the implant procedure the patient had a short run of supraventricular tachycardia (svt) after positioning, but before device deployment. Adenosine was administered and the patient returned to normal sinus rhythm. The device was successfully implanted. Post-procedure, the patient had bleeding from the left femoral access site. Pressure and a quickclot dressing were applied resolving the event. The patient was reported as stable. No additional information available regarding this event.